Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because it was discarded at facility. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a crbs polarx balloon catheter st ous during procedure on the ls cooling stage, presented the error code sn 1 - (B)(6): the console detected blood in the catheter. To solve the issue the catheter was replaced, and the procedure was completed without patient complications. Visible blood on or inside the catheter is unknown. The device will not be returned because is already discarded.